Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy of the architect stat troponin-I assay lot 03951un12 was assessed by testing six replicates of a panel of known troponin-I concentration. In-house retained reagents were used. All results met specifications (target range of 0.22 - 0.42 ng/ml). The assay was shown that it can detect known concentrations of the troponin-I analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint lot currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The lot is performing per specifications. No additional isues were identified.

Event description:
The customer reports falsely elevated results for one patient sample generated on two separate architect platforms with the architect stat troponin-I assay: sn (B)(4) = 0.028, 0.015, 0.015, 0.015, 0.02, 0.2 ng/ml, and sn (B)(4) = 0.019, 0.581, 0.02, 0.026, 0.024 ng/ml. The customer uses a cut-off value of 0.034 ng/ml. No suspect results have been reported from the lab. There is no impact to patient management reported.